Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately four months ago.

Event description:
It was reported that patient experienced pain and the implanted pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was not returned as it was discarded.